Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the yaw pulley. The instrument passed the electrical continuity test. The instrument jaw was carefully inspected and no damage nor missing piece was observed. However, the instrument was found to have thermal damage at the yaw pulley. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the customer found metal piece missing in the jaw during central processing. There was no patient harm or involvement. Intuitive surgical inc. (Isi) followed up with the customer and confirmed that there was no additional information.